Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was preparing to insert the cup into the pt when his glove caught the porous fiber metal through the plastic wrap. This contaminated the product by cutting through his surgical glove. He then removed this implant from the field.